Manufacturer narrative:
Initial

Event description:
It was reported that the user attempted to pair a new dexcom g7 continuous glucose monitor (cgm) sensor and entered an incorrect pairing code, requiring guidance to toggle sensor type and re-enter the correct code to complete pairing, which reflects a user procedure error with no specific device component implicated. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to following pairing instructions, with no applicable component-level issue. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.